Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image due to damage to the charge coupled device unit cable. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope's image was not visible when it was attached to the monitor during preparation of use. An error was displayed that indicated that the scope was not supported. There were no reports of patient harm.